Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/6/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following additional information was requested, but unavailable: could you please clarify what was the exact issue (the product was stopped using because of too many leaks)? Please explain: no further information is available. What do you mean by ""it may have become loose because the barb was shallow""? No further information is available. Could you please clarify how many devices presented this issue? No further information is available. Are there photos available for visual analysis? No further information is available. What is the lot number? No further information is available. No further information will be provided. The following additional information was received: in this event, there are only 1 product involved, but the two similar other cases are also occurred. So we reported (B)(4) respectively, which was reported 1 involved product in each.

Event description:
It was reported that the patient underwent robot-assisted laparoscopic radical prostatectomy on (B)(6) 2022 and the barbed suture was used. It was reported the product was used for vesicourethral anastomosis, the product was stopped using because of too many leaks. The hospital originally used v-loc and switched to stratafix around july. It may have become loose because the barb was shallow. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify what was the exact issue (the product was stopped using because of too many leaks)? Please explain what do you mean by "it may have become loose because the barb was shallow"? Could you please clarify how many devices presented this issue? Are there photos available for visual analysis? What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.